Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The biomed called in to report the issue with the monitor. The technical assistance center (tac) technician tried to trouble shoot with biomed to resolve issue. Biomed stated that she had an sdi cable connected from the sdi out port on the otv-s190 to the sdi in port on the oev-262h monitor. Biomed pressed the display button on the front panel of the oev-262h monitor, then stated that the buttons on the front panel were not displaying. Biomed turned off the monitor, and unplug it for 10 seconds. When the monitor was plugged back in and turned on, it was only getting a black image. Tac arranged for monitor to be sent to national service center for repair, and a loaner to be sent to the user facility.

Event description:
The user facility reported that there was an issue with the device. The image on the monitor is black. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 28-sep-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include: malfunction of the power supply board, malfunction of the image processing board or malfunction of the liquid crystal display (lcd) panel.